Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited an issue with the battery. During the evaluation, the fse determined that the battery failed to charge. Philips devised a technical solution to resolve the issue, but the customer had not finalized a repair contract. As a result, the device remained at the bench for more than 5 years without being repaired. At the customer's request, the device was returned to them. Based on the information available and the testing conducted, the reported problem was due to a defective battery. The root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was not repaired because the customer had not accepted the quotation and was subsequently returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) regional hospital". Reporter phone # / reporting institution phone #:(B)(6).

Event description:
It was reported to philips that this device is being returned as failed. No other details have been provided. There was no reported patient involvement.